Event description:
Our office in (B)(4) received a report from a female pt who misused consept 1 step disinfecting solution. The report states that the pt did not use the neutralizing tablets prior to inserting her contact lenses. She experienced ocular pain and sought medical treatment. She was given unspecified eye drops and reported she had a corneal scar. The reporter declined to provide her contact info or allow us to follow up with her health care provider.

Manufacturer narrative:
All pertinent info available to the MFR has been submitted.